Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/14/2015 with the following findings: the keypad was found to be intact; no damage or peeling was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The contrast button responded appropriately. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and ok button contacts. The pump case was opened and there was no evidence of moisture or loose components observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.